Event description:
The patient is a (B)(6) year old male who was admitted on (B)(6) 2013, for burns to his abdomen from hot liquid. On (B)(6) 2013, he was taken to the operating room for skin grafting. During set up of the dermatome the nurse inserted the blade and placed the guard in place and set the screw to hold the guard in place. She then handed it to the pa who adjusted the depth to 10. The depth set at 10 was then confirmed with two other physicians in the room. Once they started to harvest the graft they noted that the thickness on one side was greater than desired. Inspection of the dermatome found that the guard was not correctly inserted in the slot causing it to stand up from the blade allowing a thicker cu. The harvested skin was placed back from the area where it was removed. The dermatome was corrected and a second skin graft was taken. The scrub nurse set up the dermatome for the case. She has set up this device many times in her career.